Event description:
It was reported that customer was hospitalized with dka. Unable to complete troubleshooting at the time of call or minimed, as customer did not have a clamp. Customer was instructed to call back when clamp arrives to complete troubleshooting.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.